Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was abnormal. The customer did not provide their blood glucose value. Troubleshoot was not performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit received with partial display due to cracked lcd glass. Unit received with minor scratches on case and minor scratches on lcd window. Unit received with partial display due to cracked lcd glass. Unit received with minor scratches on case and minor scratches on lcd window.